Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-21523. Related manufacturer reference number: 1627487-2020-21526. It was reported the patients leads were auto reducing. Impedance issues were noted on all of the leads. Surgical intervention was undertaken during which the leads were explanted and replaced.